Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated, however it was found that the interconnect cable had two broken wires and the high voltage cable was arching in the x-ray tube. Repaired/replaced the identified components. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system would not boot up. No patient injury was reported.